Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. The suture sleeve was not down within the pocket at implant causing the lead to move freely and pulled back. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.